Manufacturer narrative:
Event date is unknown.

Event description:
It was reported that the patient's ipg was not communicating with external devices and was inoperable. Troubleshooting was attempted, but the ipg would not communicate. As a result, surgical intervention occurred on (B)(6) 2021 and the ipg was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.